Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and undersensing of r waves were noted on the right ventricular (rv) lead during post operative testing following the implant procedure. A micro dislodgement or micro perforation was suspected. A lead revision was attempted, however this did not resolve the issue and the lead was explanted and replaced. The patient has also reported they have experienced a heaviness in their chest and "it's a little sore and sensitive there". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.